Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a loose and protruded drive support disk. Insulin pump had a cracked end cap, missing end cap sticker, cracked reservoir tube lip, scratched case and minor scratches on lcd window.

Event description:
It was reported that the insulin pump had a protruding drive support cap, which had been pressed back into place several times. The blood glucose reading was 360 mg/dl. The customer stated that the insulin pump had a few scratches on the screen as well. He did not know how the damage occurred, but noted that he kept the device in his pocket. He advised this was nothing more than normal use. Advised replacement of the insulin pump. Nothing further reported.